Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. A review of the device's manufacturing records revealed that the sensor lot met all requirements including sterilization requirements for release. The sensor is inserted by making a small incision and placing it under skin and potential for developing skin irritation/inflammation/infection at the insertion site is a known anticipated adverse event. Furthermore, patient visited doctor who decided to remove the sensor. Doctor also removed drainage. Infection has healed completely after the sensor removal.

Event description:
Senseonics was made aware of an instance where sensor will be removed from the patient's arm. Patient had infection at insertion site and there was infection, pain, pus, redness and swelling. After the sensor was removed, infection got healed completely.